Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of atrial activity in the left ventricular (lv) channel. Technical services (ts) reviewed and noted there was inhibited lv pacing. Ts provided reprograming considerations. This device remains in service. No adverse patient effects were reported.